Event description:
It was reported that a revision surgery was performed for a plate with a broken flange and screw backed out.

Manufacturer narrative:
Method: risk assessment; result: manufacturing files could not be reviewed due to lack of parts and lot numbers provided. Conclusion: the cause is not using the recommended drill guides as per the surgical technique.

Event description:
It was reported that a revision surgery was performed for a plate with a broken flange and screw backed out.